Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead had a fitting problem as the stylet did not fit into the lead. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a stylet insertion issue was not confirmed. Final analysis found that as received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead did not find any anomalies. A sample stylet was used to perform an insertion test, and x-ray confirmed the sample stylet was able to be fully inserted or removed successfully with no difficulty. Electrical testing did not find any indication of conductor fractures or internal shorts.